Event description:
A patient was undergoind a therapeutic hydrothermal ablation procedure when the patient started to move uncontrollably approximately half way through the procedure. The patient's movement allegely cause the hysteroscope to move from her cervix to her vagina. The patient was re-sedated. The ablator was set up with a new unit and the procedure was completed without complications. However, burns to the cervix, vulva, vagina, and rectum were reported. Silvadence cream was applied to the burns.